Event description:
Boston scientific received information that this pacer dependent's right ventricular (rv) lead displayed loss of capture at maxium outputs. Troubleshooting was performed and the patient received an x-ray and echocardiogram, but the cause of the loc was undetermined by the physician. The patient had been hospitalized until a scheduled rv lead revision could be performed. Four days later the rv lead revision was performed. The patient was hooked up to the pacing system analyzer (psa) and still had loc so the lead was explanted and successfully replaced with a new rv lead. The patient had no serious injury but did have periods of asystole. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.